Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient experienced hyperglycemia of up to 410 mg/dl since mid-day on day of report. Patient corrected hyperglycemia by an insulin pen. Infusion device beeped and patient checked the display. Infusion device display was blank. Patient changed the battery, but this was not successful. Patient reported the insulin delivery of the infusion device was too low and the display was damaged. Insulin cartridge is changed every 2-3 days and is not reused. Infusion headset is changed every 1-2 days and infusion tubing every 4 days. Correct type of battery was used in infusion device and battery setting was programmed correctly. Infusion device was not exposed to electromagnetic fields or water. Patient did not lose consciousness, and she did not have an infection or start new medication. Target blood glucose is 100-120 mg/dl. The patient did not require treatment from a health care professional or second party to address the issue. Infusion device was replaced and requested for evaluation. No additional information was available.